Event description:
While exploring a deep left ischial decubitus ulcer, the surgeon discovered a fragment (4 1/2") of what appeared to be a 15f around blake drain. It was removed, noted to be 8cm long, no other drain fragments found. It appears to be a jackson pratt drain.